Event description:
Investigation completed on a smiths medical cadd-solis vip, mdl 2120.

Event description:
It was reported that the device had "low audio" for the alarm function even when set to "high" setting. No adverse effects reported.